Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "instability".

Manufacturer narrative:
This follow-up report is being filed to relay correct product identification.

Manufacturer narrative:
This follow-up report is being filed to correct information. Discarded.

Event description:
It was reported that patient underwent a right knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to instability. The bearing was removed and replaced.